Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from multiple sources (manufacturer representative, healthcare provider) regarding a patient who was implanted with an implantable neurostimulator (ins) for non-malignant pain. It was reported that the pocket revised due to difficulty charging well. Pocket revision due to migration and inability to charge well. New pocket created superior to the current pocket utilizing the same incision. Troubleshooting included attempts to recharge and charger cord replacement. Issue was resolved.